Manufacturer narrative:
Concomitant medical products: product ID: ddmb2d1, serial# (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to a worsening case of acute heart failure, the right ventricular (rv) lead exhibited a sudden rise in thresholds, resulting in the patient experiencing cardiac arrest. The patient was subsequently treated with cardiopulmonary resuscitation (CPR) and external defibrillation, and will be monitored closely. The lead remains in use. No further patient complications have been reported as a result of this event.